Manufacturer narrative:
(B)(4)

Event description:
Please refer to manufacturer report # 3004209178-2014-12541 for the previous pump issues and reason for replacement.

Event description:
Additional information reported a call on 2014 (B)(6) from the recovery room 6 hours after implant reported, the patient was unresponsive after replacement. It was noted, the patient was interrogated and the rate was decreased by 50% to 1350mcg/ml. It was noted, the patient began waking after 3 hours and was moved from recovery to the ICU. It was noted, the patient continued to be unresponsive on (B)(6), so the health care provider (hcp) turned the pump down another 50% to 700mcg/ml. It was noted, the hcp requested turning down the 2nd pump down 50%. It was stated, the rate of baclofen in the second pump was turned down from 2700mcg/ml to 1350mcg/ml. It was noted, the patient began to wake and became responsive by evening. On 2014 (B)(6), it was reported, the patient was unable to move from the bed to the wheelchair without their spasticity increasing. It was stated, the new pump was increased from 700mcg/ml to 910mcg/ml and the right side pump was not changed. The other drugs delivered in the pumps were unknown. Patient outcome was not provided. Conflicting information reported the implant date of 2012 (B)(6)¿ was before the manufacture date. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the cause of the issue was unknown and dosing was turned down on both pumps [refer to manufacturer report # 3004209178-2014-12559 regarding the left pump]. The right pump was turned down to 1250 mcg/day. It was noted the issue had been resolved and the patient recovered without permanent impairment. The pump was being used to deliver compounded baclofen, hydromorphone, and bupivacaine.